Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, on (B)(6), a venipuncture was performed on the left arm, inserting 43 cm with 7 cm exposed. After five days of use, a blockage occurred in the tubing at 9:00 a.m. On (B)(6). During use, the tube was flushed and sealed according to regulations. Maintenance was performed once on may 4, during which the catheter was fixed in place and blood could be withdrawn smoothly. After the blockage occurred, the nurse in charge of intravenous therapy was notified to check it. Intermittent thrombolysis and withdrawal and squeezing were used to reopen the tube, but the blockage persisted. After removal, a blood clot was found in the tube. It was found that the lumen was completely blocked from the insertion point to about 30 cm from the three-chamber valve end, and about 13 cm of the lumen was partially blocked. After the tube was removed, the puncture site was pressed and closed, and the functional department was asked to perform a color doppler ultrasound examination of both upper limbs, which reported incomplete thrombosis of the left upper arm vein (considered to be neonatal). No other information was provided.